Manufacturer narrative:
Analysis of the client's date from repeat inratio testing revealed that the test result comparison did not meet precision criteria. No product was returned so retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. Root cause could not be determined form the information provided by the customer. As reviewed on (B)(6) 2013, 11 discrepant result complaints were reported for lot # 315115 yielding a complaint rate of 0.029%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action, no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" 10/14 inratio = 3.5, 5 mins later, inratio = 1.9. 5 mins later, inratio = 2.3. Therapeutic range = 2-3.